Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone and bupivacaine via an implantable pump. The indication for use was non-malignant pain. It was reported that the reason for the call was the pump was critically alarming. The caller (hcp) stated the patient lived three and a half hours away and the patient's pump was alarming. The hcp stated the patient went through withdrawals. The manufacturer's technical services specialist (tss) reviewed to interrogate the pump, pull the logs and see what was going on with the pump. The hcp planned to call the patient back. Additional information was provided by the healthcare provider (hcp) on (B)(6) 2023. The hcp reported that he was 'unsure' the cause of the critical alarm. It was also reported that to resolve the critical alarm the hcp scheduled a pump replacement surgery soon. The patient's weight was noted as 250 lbs during this event.

Event description:
Additional information was provided by the healthcare provider (hcp). The hcp stated that the pump will be replaced on (B)(6) 2023. The pump remained in the patient. Additional information was received from the company representative that the patient is in for a routine pump replacement due to the pump beeping. The representative stated, 'they checked the pump logs and saw that the reservoir was empty. However, the patient had a refill done on (B)(6) and the low reservoir alarm would have been on (B)(6) if the reservoir was properly updated'. Technical services reviewed that the pump was not actually empty because the refill was not updated to the new reservoir amount. The representative was going to have the healthcare provider refill the pump and re-enter the drug into the pump. Additional information was received from the healthcare provider (hcp). It was reported that the likely cause of the event was human error. Once the true cause was determined, they realized that a pump replacement was not needed, and the pump was not replaced on (B)(6) 2023.

Manufacturer narrative:
Continuation of d10: product ID a810 serial# unknown implanted: explanted: product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.